Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additionally, the instrument was found to have a broken monopolar yaw pulley at the ceramic insulator interface. Broken piece(s) are missing as a result of breakage. Size of missing piece is approximately 1.36mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint regarding a broken cable was confirmed by failure analysis. The probable root cause of the damaged conductor wire is primarily attributed to conductor wire management issues.

Event description:
It was reported that during central processing, the 8mm permanent cautery spatula (pcs) instrument had a broken wire. There was no report of patient involvement.